Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this patient's physician that approximately three years, five months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced due to severe, recurrent mitral regurgitation resulting from recurrent prolapse of the posterior leaflet. The physician reported this was primarily an issue with the patient's native leaflet, and there were no issues with the product. The patient was discharged after an uneventful hospital stay; no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.